Manufacturer narrative:
Investigation is not complete. The event device code is addressed in the package insert. Trends will be evaluated. Additional info has been requested. Although several attempts have been made, a medwatch 3500a has not been received. This is the same event as 1043534-2009-00341, 00342, and 00343. This report will be updated when the investigation is complete.

Event description:
Alleged loose cup.